Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, possible pacing inhibition, decreased pacing and shock impedance measurements, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. It was noted that the noise appeared to be from an external source. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem, h6 impact codes and device codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise, oversensing, possible pacing inhibition, decreased pacing and shock impedance measurements, inappropriate anti-tachycardia pacing (atp), and an inappropriate shock. It was noted that the noise appeared to be from an external source. Troubleshooting options were discussed. No adverse patient effects were reported. Additional information received reported that the patient was having a procedure done during which the physician had not used a magnet nor turned off tachycardia therapy. Additional information received indicated that the system had triggered code 1007. Technical services discussed if there were any exposure to magnetic resonance imaging (MRI). It was confirmed that the patient did not have MRI exposure. It is recommended that the device be replaced. This ICD device currently remains in service. No adverse patient effects were reported.

Event description:
Additional information received reported that the patient was having a procedure done during which the physician had not used a magnet nor turned off tachycardia therapy. No adverse patient effects were reported. The device remains in service.